Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and replaced the wash zone manifold valves as the likely cause for the discrepant result for troponin. A review of the analyzer service history found no contributing factors on or around the date of the compliant. There have been no further reports of discrepant results since the manifold kit valves were replaced. The architect systems operation manual addresses the probable causes and corrective action for erratic or discrepant results including: wash zone manifold is leaking, wash buffer dispense at the wash zone is inadequate, bubbles in tubing, sample contains fibrin clots or particulate matter and sample was not collected and/or prepared correctly. The architect i1000sr service and support manual provide the information for the removal, replacement and verification for the valve, manifold kit (rohs). The architect stat troponin-I package insert provide information for acceptable samples, sample handling, expected results, and performance characteristics. A 12 month search for similar complaints identified no adverse trend of the wash zone valve, manifold kit (rohs). A review of the i1000sr tracking and trending data in the architect monthly product monitoring review revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. The i1000sr erratic result rate is within acceptable limits with no trends identified. Taken together, no systemic issue or deficiency was identified.

Event description:
The account generated a false positive architect stat troponin-I of 0.04 (no unit of measure provided) on a sample that repeated 0.011 when processing on the architect i1000sr. The account uses a normal troponin range of <0.03. No impact to patient management was reported. No specific patient information was provided.